Event description:
The facility rep reported a pump with depleted (damaged) batteries. The condition was discovered during biomed testing. According to the hosp rep, there was no pt injury or medical intervention reported. No add'l contacts or info was provided.

Manufacturer narrative:
The device evaluation was completed and the depleted (damaged) battery condition was confirmed. Service installed new batteries and returned the device to the user facility. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.